Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 111 mg/dl. Customer over-delivered a bolus and caused her blood glucose to drop to 43 mg/dl. Customer mentioned the no delivery alarm was resolved by a complete set change. After troubleshooting, customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.